Event description:
An erratic hemoglobin result of 7.6 gm/dl was reported. The pt was transfused approx 1/2 a unit of blood. The account determined that there was a clot in the tubing of the analyzer. The clot was removed. The pt sample was repeated and the hemoglobin was 13.0 gm/dl.

Manufacturer narrative:
Internal identifier(s): 2955028-01. Code 81: the device was evaluated via troubleshooting over the phone. The cause of the low hemoglobin was due to a clot in the tubing close to the t-fitting below the pre-mix cup. After removing the clot the controls came out fine and the pt sample rose to 13.0 gm/dl. This is the final report.